Manufacturer narrative:
Date of event: 2016. Additional suspect medical device component involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing frequent mini seizures for the last two years.

Manufacturer narrative:
Additional information was received that the neurologist confirmed that patients mini seizure was not device related. No further course of action at this time.

Event description:
A report was received that the patient was experiencing frequent mini seizures for the last two years.